Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The patient returned for a routine follow-up CT on (B)(6) 2014, and presented with a type ia endoleak. A follow-up angiogram was scheduled in (B)(6) to determine if a stent would be needed to seal the aneurysm, but this follow-up has not occurred as of this report. There has been no additional sequelae reported.

Manufacturer narrative:
Device remains implanted.